Event description:
The technician found the ac power cord plug was giving a high ground resistance reading when tested.

Manufacturer narrative:
The technician replaced the ac power cord plug to repair the bed.